Manufacturer narrative:
No patient ids or weights were provided by the author. No allegation that the navigation system caused or contributed to the csf leak, high sellar area pressure, or diabetes insipidus. No requests from the site/authors for service on this system were received related to these events. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No parts were replaced or returned.

Event description:
Medtronic clinical affairs medical writer reviewed the attached article on 09-jan-2017. The authors reported use of the stealthstation s7, and there are patient events reported on page 120. The article is in chinese. Relevant information is summarized below: authors: yu l, li y, yue z. Title: (clinical application of multimodal image fusion neuronavigation in transsphenoidal surgery for pituitary adenoma). Journal: china j minim invasive neurosurg. Year/volume/pages: 2015 vol 20(3) pgs 120-121. Article number doi: 10.11850/j.issn.1009-122x.2015.03.009. Patients 25 male, 37 female, age range 35-70 yrs. Average 52 years old. Indication: pituitary adenoma. Devices used: medtronic stealthstation s7. Article reports postoperative high sellar area pressure in 1 patient. Csf rhinorrhea in 1 patient. Transient diabetes insipidus in 2 patients. Causes for the adverse events were not specified. There were no allegations of inaccuracy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.